Event description:
Boston scientific received information that during a routine device interrogation, high shock impedances greater than 200 ohms were observed on the right ventricular (rv) lead. A connection issue was suspected from the recent device change out. The patient had been sent home with no intervention or lead testing performed at that time. One month following, the patient was seen again in clinic and out of range shock impedances continued to be observed with triad configuration programming. Pocket manipulation was performed with no evidence of noise. The physician consulted with boston scientific technical services (ts) during programming configuration changes to distal lead tip to can which then impedances were observed at 72 ohms. The patient was again sent home with that programming. During the conversation it was discussed to perform defibrillation threshold (dft) testing to rule out possible lead performance issues. A request for lead status has been sent. There were no adverse patient effects or symptoms reported.

Manufacturer narrative:
This report will be updated if additional information becomes available.